Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigational summary: after visual inspection of two images received to ethicon inc for evaluation. A dispensed needle / suture combination was observed with product code 4796g. The needle was observed with body fluids and a metal piece was observed in the picture, however, it was not possible determine if this metal piece is part of the needle. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested and the following was obtained: could you please provide the lot number? Lot number: rcbdlj. Was there any medical or surgical intervention performed to treat the "sharps injury" sustained by the surgeon? Any treatment/medication prescribed? If so, please clarify. Betadine applied to wound. Surgeon¿s current status? Nil issues. Did a piece of the needle fall inside of the patient? If yes, how was it retrieved? No, suture was used as drain stitch, shard dropped onto patient's abdomen. Photos were provided and the suture was observed to be broken. Did suture breakage also occur? Suture material was not affected to my knowledge.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the surgeon was re-positioning suture needle in the needle holder and sustained a sharps injury. Upon inspection of needle, it was noted to be barbed and a small piece had separated from the needle itself. The suture was used as drain stitch and the shard dropped onto patient's abdomen and not into the patient. Betadine applied to the surgeon's wound. The current status of the surgeon was reported as no issues. There were no adverse consequences to the patient reported. There was no additional information provided.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: 9/7/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number rcbdlj and no non-conformances related to the reported complaint condition were identified

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/26/2022 additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon inc for evaluation. Visual inspection was conducted on the returned device. In order to evaluate the conditions of the returned sample determined that one empty opened overwrap and a needle-suture piece of product code 4796g were received for evaluation. Visual inspection concluded that the cutting edge has a protruding metal defect on the tip needle that could roll over and could affect the penetration or distorted the needle. Based on the information currently available, the incorrect finish was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/25/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: a suture needle was submitted for fractographic evaluation. The component was identified as product code 4796g. A fracture was not observed; therefor, no additional evaluation was performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evaluation revealed the needle was not fractured.